Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence/urge incontinence. The trial began (B)(6) 2022. It was reported that the patient has been bleeding since the procedure and it has not stopped. Patient stated she contact her doctor and she may be going in for surgery at the hospital tomorrow. Patient was redirected to their doctor, it was unknown if the issue was resolved.